Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 11, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was triggered on (B)(6) 2024. The sensor was therefore replaced and returned for investigation. The failure mode could not be reproduced during the returned product analysis testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. Further analysis of the in vivo glucose data shows that the rate of change in the glucose values frequently exceeded 5mg/dl/min. This noise is the most probable root cause for the reported failure. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. As part of resolution, an RMA was issued for sensor replacement. No further resolution was necessary for this complaint. B4.date of this report 07 june 2024 d4.primary unique device identifier (UDI) number updated to (B)(4) d9 device available for evaluation? Yes, 04/22/2024 g3.date received by the manufacturer? 07 june 2024 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.